Manufacturer narrative:
The reported meter ((B) (4)) and test strips (lot # 0817136) were returned for an investigation. The complaint was not confirmed. All test results were within range specification during the control solution testing. The reading of 234 mg/dl was not found in the meter's memory log and the reading of 283 mg/dl was found in the log on the date of (B) (6) 2009 at 4:09 p.m. This is the final report. Note: during the troubleshooting survey, the customer reported he did not wash hands prior to perform a blood glucose test and adc customer service educated the customer to wash and dry hands before testing.

Event description:
A caller reported his girlfriend experienced loss of consciousness and after she regained consciousness, a reading of 234 mg/dl was received on the caller's blood glucose meter. The caller also reported a reading of 283 mg/dl received at 4:09 p.m., and when the paramedics arrived, approximately an hour later, they obtained a reading of 57 mg/dl. The paramedics reportedly gave a soft drink with sugar to the caller's girlfriend. There was no report of death or permanent impairment associated with this event.